Event description:
The customer contacted abbott to report error messages when trying to calibrate the axsym rubella igg assay. Error code 3089 (air during aspiration, sample cup adaptor, sampling probe) was initially generated for the rubella assay. The customer was advised to replace and calibrate the sample probe. After replacement of the sample probe, the customer attempted recalibration and error code 1018 (calibration check failure, cal a, result too high) was generated with two reagent lots. The customer was sent a new lot of reagent and calibrator. Recalibration with the new reagent and calibrator was unsuccessful. The customer achieved successful calibration with a combination of reagents and old calibrator. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.